Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the insulin duration pump setting may have been set up incorrectly when the customer was adjusting the setting. Tandem technical support assisted the contact to the settings and it was found that the time duration was at 5 hours when it should have been 3 hours. The contact successfully changed the time duration setting. The customer's blood glucose level was 340 mg/dl and was addressed with a correction bolus.